Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 99% stenosed lesion in the distal right coronary artery (drca). A 2.5x48mm xience skypoint drug eluting stent (des) failed to cross the anatomy to reach the target lesion. Upon removal of the device, resistance was met with the anatomy. A non-abbott stent was able to cross to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.